Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020,

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a rotator cuff tear procedure on (B)(6) 2017 and the reservoir was connected to a drain. The lock of the reservoir could not be released when trying to release it to start suction after connecting the reservoir to a drain. The operation was completed by replacing the reservoir to another new one. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Additional: actual device returned and evaluated. The plate was able to open and close without any problem. The sample does not have any broken or damaged components that could have affected its function.